Event description:
An employee (health care worker) after years of using latex gloves has developed an allergy to latex. Employee has both superficial and systemic reactions to the latex. These symptoms continue to get worse with each exposure.